Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from a coaguchek xs meter serial number (B)(4) compared to the laboratory result. The results from the meter were 4.9 inr, 5.2 inr, and 5.5 inr. The result from the laboratory was 2.85 inr. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Corresponding retention test strips (lot 294945) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.